Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. The customer experienced vomiting due to high blood glucose. The customer treated with insulin drip, insulin shot and manual injection in hospital. Customer declined to perform a carelink upload. The insulin pump alarmed post-reset ram crc alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer declined troubleshooting for high blood glucose value. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.